Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision/poly exchange surgery was performed due to instability. Per email correspondence, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision and the clinical root cause of the instability cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after primary tka, the patient presented instability and a revision surgery was performed to explant a journey ii bcs xlpe articular insert sz 3-4-right 18mm. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.